Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio2 (old meter): 3.8, inratio2 (new meter): 3.7, lab: 3.0. Customer to return meters; he decided to use the lab instead of meters to monitor his inr.

Manufacturer narrative:
Investigation pending.